Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that surgeon implanted a ps femur and tc3 insert. Discovered the incompatibility issue post op day one. Contacted the surgeon immediately after it was discovered. He was not concerned because of how the implants felt during trialing. Brought the exact size dni's of the femur and tc3 insert to show surgeon two days post op. Surgeon expressed he is not concerned and elected to take no action at this time.